Event description:
Complainant alleged that while attempting to defibrillate a patient who was positioned under an x-ray machine, the device did not discharge. The users believed they observed a message, however, they cannot recall the message. During a second attempt the device successfully delivered a shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.